Event description:
(B)(4).

Manufacturer narrative:
An evaluation of this failure mode from the design failure modes and effects analysis of this product, that the use of the product is a manner likely to cause adverse health consequence is improbable. The root cause of this complaint cannot be identified, since the performance of the returned subject device was verified and the results were within the acceptance criteria. Herewith the investigation report as attachment.